Manufacturer narrative:
(B)(4). Batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: when the reinforcement material was reported to slip? Was this during firing or loading? During firing if during firing, was there tissue movement? Yes. Please provide more details on staple form. Not known specific to staple formation. What color cartridge was being used? Gold. Was there any change in post-op care of patient due to issues experienced? Not as of yesterday. The same tech has been the tech loading during each of the incidents I¿ve reported, including this one. She has been re-I serviced on the odp and asked to ¿slow down.¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, during the 5th firing at approximately 160 degrees relative to the previous firing, there was tissue movement, and the staple line reinforcement load seemed to slip and bunch. A gold cartridge was used. This affected the staple formation. This causes a 15 minute delay. Another reload was used to complete the procedure with no patient consequences and no change in post-op care.